Manufacturer narrative:
Product event summary #(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported ¿high power¿ event could not be confirmed via review of log files since log files covered the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of the reported high power event may be attributed to multiple factors including but not limited to thrombus formation/ingestion, high flows, inappropriate pump rotational speed. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that high watt alarms have resolved. Waveforms on admission suggestive of thrombosis; repeat waveforms on (B)(6) 2018 suggested incomplete resolution of thrombosis. Lvad powers are down and holding steady but have not normalized to baseline (power 4.3-4.4 watts). Lactate dehydrogenase (ldh) peaked at 2305 and now trending down. Physician considering adding 3rd anticoagulant (ac) agent to treatment to improve international normalized ratio (inr) reversal. Tissue plasminogen activator (tpa) protocol initiated on (B)(6) 2018 once inr lower than, held high dose heparin while on tpa. On (B)(6) 2018 tpa and heparin were discontinued. Unable to achieve therapeutic heparin level despite uptitrating dose, now titrating to keep partial thromboplastin time (ptt) 60-80. There was also antithrombin iii deficiency, this was ordered on (B)(6) 2018. Patient has recurrent thrombosis, appears to be high risk for device exchange given comorbidities as per discussion with team meeting on 23apr2018, will continue to discuss. On (B)(6) 2018 code blue was called, patient was sitting in a chair, became unresponsive and hypotensive with agonal breathing. Patient was then intubated emergently and had a protuberant abdomen on exam. Patient¿s potential hydrogen (ph) was 6.7, and also had inadequate oxygen delivery. Despite multiple attempts to stabilize patient, vitals and labs were incompatible with life. Patient was pronounced dead on (B)(6) 2018. Device remains implanted.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was hospitalized due to high power and hemoglobinuria. Patient was admitted in to the intensive care unit (ICU) was intubated for low o2 and hypotensive related to ventricular tachycardia. Patient has an abnormal mocha test, possible prone for clotting. Started anticoagulants to reverse international normalized ratio (inr). Possible tissue plasminogen activator (tpa) therapy or pump exchange. Patient received intravenous fluids, anticoagulation therapy, thrombolytic therapy, antiplatelet therapy and vitamin k. Device remains implanted. No further patient complications have been reported as a result of this event.